Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation ,associated with h6 coding and an update d4 lot, d8,h3 and h4. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection, confirming the tissue pad was partly peeled off. Based on the investigation results, it is presumed that the tissue pad was worn out and some parts of it came off because the ultrasound was output with the gripping part closed without gripping the tissue (including after the tissue was cut). However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿ when the electrosurgical unit is used in the coagulation mode, crack/detachment of the tip and the electrode or deformation/break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should cracks or detachment of the tip or deformation/break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the insertion portion of this instrument. Do not continue using an abnormal electrosurgical knife to prevent perforation or hemorrhages. If the tip or cutting knife is detached be sure to collect it using grasping forceps. Aspirate fluids such as mucus that adhere to the electrode and/or the cutting knife, outer sheath and body cavity tissues. Patient injury such as punctures, hemorrhages, mucous membrane damage and thermal injury of tissue could result if output is activated when in contact with these adhering fluids. When current is discharged while the cutting knife is being separated from the mucosa under wet situation, it may break the cutting knife or crack the tip. Always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. Excessive output level and time may result in patient injury, such as punctures, hemorrhages or mucous membrane damage. Application of high-voltage waveforms for extended periods increase the likelihood that it may break the cutting knife or crack the tip. When a high-voltage waveform has to be used, minimize the duration of current application. -electrosurgical unit: voltage intensities of various waveforms soft coagulation < cut / pulse cut < forced coagulation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the ultrasonic surgical instrument tissue pad came off after a few transmissions however no parts fell off into the patient. The issue occurred during a therapeutic cholecystectomy procedure. There were no reports of patient harm. The procedure was completed after replacing it with a new one of the same product. The device was inspected prior to use with no abnormality.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.